Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2018 the patient had a failed catheter dye study. It was noted that the catheter was wither kinked or blocked at the pump site. It was later noted that the results of the catheter dye study revealed a catheter kink. It was noted that the patient needed to have a catheter revision as soon as possible. On (B)(6) 2018 the catheter was repositioned. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter kink. The clinical diagnosis was sub-optimal pain control. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The specific portion of the catheter was the lumbar/pump portion. The event date was (B)(6) 2018 . No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated that the cause of the catheter kink was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.